Event description:
It was reported, the pt is experiencing pain at her ipg site and is not receiving effective stimulation. The pt declined meeting with an sjm representative for reprogramming.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.